Event description:
The inserter for the hip stem broke while implanting the stem. An alternate prosthesis and inserter were used to complete the surgery. There was no adverse consequence to the pt or delay in surgical or anesthesia time.